Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient was presented with an infection/inflammation on the right eye (od) at a 3 month post-operative exam. A brief description from the surgery center indicated that the patient notes some blur vision on the right eye. The slit light exam showed 3 + punctate epithelial keratopathy (pek) extending past the flap margins as well as possible subepithelial infiltrates (sei). The patient comments were of dry and some blurry vision on right eye more than the left eye. Topical steroids (pred forte every 2 hours with taper) were used to treat the symptoms. Bcva from (B)(6) 2015: right eye pre-op 20/20 -2.25 x -.50 x 92, left eye pre-op 20/20 -2.00 x -.75 x 4.